Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that during the extraction of another lead, the right atrial (ra) lead and the left ventricular (lv) lead dislodged. The ra lead was explanted and replaced. The lv lead was explanted and not replaced. No patient complications have been reported as a result of this event.